Event description:
A customer contacted beckman coulter inc., (bci) and reported there was a leak within the coulter lh 750 analyzer in the needle vent line, near vl116. The customer indicated that they were wearing personal protective equipment (ppe) at the time of the event and they did not come in contact with the leak. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
A field service engineer (fse) indicated replacing the vent line tubing going through pinch valve 116 located at the sampling station. Typically, this line contains blood and diluent. Repair per established procedures were verified and results meet published performance specifications. Hardware is the root cause for this event.